Event description:
On (B)(6) 2008, the pt presented with abdominal and back pain. A gore excluder aaa endoprosthesis was explanted during an open conversion. The pt tolerated the procedure. No further info was provided.